Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted 13.2mm vtich13.2; +9.0/+1.5/079 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced elevated intraocular pressure. On (B)(6) 2021 the surgeon performed an addition of new pi (yag). This resolved the problem and "all is fine". The cause of the event was reported as unknown.